Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the t-connector extension set cracked and/or disconnected from the central venus line (cvl) during patient use. There was no report of patient harm.